Manufacturer narrative:
The device log was analysed. It was found that at the time of the reported event the ventilator detected a pressure peak in the piston. The exact root cause for the pressure peak could not be determined but could be provoked by coughing of the patient or was the result of any activities around the patient. According to the implemented safety concept the pressure peak led to an autonomous shut down of the ventilator and to an automatic switchover to man/spont (safety mode). In this case an appropriate acoustical and optical alarm is generated. Manual ventilation and monitoring is still available. The investigation did not give a hint to a device failure. The device was tested and was returned to the customer ready for use.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for "vent fail". No patient injury reported.